Manufacturer narrative:
Patient height reported as 74 inches this report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is unknown if the device has been explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(4) study patient ID (B)(6) was implanted with unknown acdf device at level c6-c7 on (B)(6) 2003. No complications were noted during surgery. Patient was discharged on (B)(6) 2003 and completed the study on (B)(6) 2012. The following complications were noted: (B)(6) 2011 severe unanticipated event; substantial trigger point discomfort right at the paraspinous muscle at trapezius level; intervention: facet rhizotomy; status: ongoing (B)(6) 2011; mild unanticipated event; mid-scapular and cervicothoracic pain with trigger point discomfort at paraspinous level at trapezius level; intervention: follow-up with primary care provider, possible MRI; status: ongoing. (B)(6) 2004: moderate unanticipated event; neck pain; intervention: CT scan with failure fusion, revision c6-7 on (B)(6) 2004 status: resolved. (B)(6) 2008: moderate unanticipated event; neck and arm pain; intervention: selective level epidural with fluoroscopic guidance, catheter epidurography; status: resolved. (B)(6) 2008; moderate unanticipated event; neck, shoulder and arm pain; intervention: cervical epidural steroid with fluoroscopic guidance and epidurography, catheter placement; status: ongoing. (B)(6) 2007; moderate unanticipated event; bilateral upper extremity numbness in his fifth digits; intervention: patient to get emg; status: ongoing. This report is for adverse event: (B)(6) 2011 severe unanticipated event; substantial trigger point discomfort right at the paraspinous muscle at trapezius level; intervention: facet rhizotomy; status: ongoing. Patient file states event definitely not related to surgery and definitely not related to implant. This report is for an unknown acdf device. This is report 1 of 4 for (B)(4).